Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience prime long length (ll), everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, three xience prime stents were implanted in the left anterior descending (lad) artery. A 3.5 x 38 mm in the proximal lad, a 3.5 x 18 mm and a 2.5 x 28 mm were implanted in the mid lad. The patient was discharged on medication. On (B)(6) 2016 the patient was readmitted with unstable angina and percutaneous coronary intervention (pci) was performed in an unspecified coronary artery. The patient's condition improved and was discharged. No additional information provided.

Manufacturer narrative:
(B)(4). The date was filed incorrectly on the initial medwatch report as (B)(4) 2017, but should have been (B)(4) 2017.